Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) and reported that the device will not power on. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the power supply and cpu pcba board to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.